Event description:
Drain broke. Customer reports that when the surgeon was setting the drain, the drain broke close to the trocar. There are no reported adverse consequences to the patient related to this event. Note: outcome to patient does not denote adverse event. MDR regulation of 07/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.